Event description:
The hosp reported that the software utility loses or shuffles patients' images. Shuffles, as defined in this report, means that the physician clicks on a particular pt image or view to enlarge it but a different image/view of the same pt may appear. No injuries were associated with this report.